Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: MFR#0001822565-2018-01810. Concomitant medical products: coonrad/morrey total elbow ulnar assembly extra small left pn32810504301 ln60767091. Foreign report source- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the revision surgery has not yet taken place. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left total elbow replacement. Subsequently, the patient is scheduled to be revised 10 years later due to fracture of the central pin.

Event description:
It was reported that the patient underwent an initial left total elbow replacement. Subsequently, the patient was revised 10 years later due to fracture of the central pin. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of product returned and x-rays. Sem analysis of the inner pin sample from the humeral assembly 4 in sml showed that its prongs fractured due to overload. The prongs showed predominantly smeared areas suspected to be post fracture damage, and few areas of raw fracture artifacts revealing ductile overload normal dimples. Eds semi-quantitative elemental analysis of the fracture showed that it was consistent with material specifications. As per the x-ray review, second ap and lateral films demonstrate fractured central pain with dislocation of the elbow. Normal fit and alignment of the implants. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.